Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 (mg/dl). Customer consumed "quick sugars" to stabilize bg levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss pump settings with health care provider.